Event description:
Healthcare professional reported right side device rupture confirmed during surgery. The device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "the prosthesis has cracked and leaked in the breast¿ and ¿the prosthesis burst¿. This record is for the right side. Device has been explanted and replaced.